Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable collar cracked. A second cable was opened and the plastic collar reportedly slid down the cable. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to mfg report # 2242352-2012-01314 for related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).